Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call the insulin pump alarmed hardware low level failures and failed battery test. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 83 mg/dl. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected failed battery test alarms, low battery alerts or power loss alarms noted during testing. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the insulin pump trace download. Device passed displacement test, sleep current measurement, active current measurement and selftest. Hardware low level failures was present in the insulin pump trace download due to poor solder joints on keypad overlay.